Event description:
Reportable based on analysis findings completed on 30 october 2006. It was reported that during preparation for a biliary stenting treatment procedure, "when he (the physician) opened the package, he found that the catheter of the stent is kinked. Therefore, he needed to use another to finish this case." The procedure was successfully completed with another of the same device with no patient complications. The current patient status is reported as "fine."

Manufacturer narrative:
Visual examination of the returned device found that, the shaft was kinked and the outer sheath was torn circumferentially in two locations distal to the t-bar connector. The outer sheath was fully torn distal to the t-bar connector consistent with the distal end of the metal shaft. Bending of the shaft was also noted. The outer sheath had a complete cicumferential tear at 23mm distal to the t-bar connector; it was also partially circumferentially torn at 18mm distal to the t-bar connector. A guidewire restriction was met where the outer sheath was torn. A review of the manufacturing record for batch #8330618 shows that the device met its material, assembly and product specifications. The exact root cause of the outer sheath damage cannot be determined. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.